Manufacturer narrative:
The device, intended use in treatment, was returned for evaluation. The visual inspection of the returned device confirms that the jaw of the tip of the forcep is broken off. The broken piece was not returned with the device. The device was manufactured in 2019. The device shows significant signs of wear/usage. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident.

Event description:
It was reported that device is broken it is missing an arm. Missing one of the clamp parts. No case involved.